Manufacturer narrative:
Event date: on an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and treatment for the event were not reported. It was not reported if the patient was hospitalized for the peritonitis. The patient was recovered from the peritonitis and pd therapy was ongoing. No additional information is available.